Event description:
Report 2 of 3. It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there was one false positive result of a staff member. No impact reported. The following information was provided by the initial reporter: "customer reports that they are still having false positive results. Patient - tested 3 staff members."

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿3 false positive results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number unknown. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because a batch number was not provided. No physical samples were returned; therefore, return sample analysis could not be performed. The customer provided the photograph of label section of veritor analyzer; however, the reported issue could not be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. The complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to monitor for trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
Report 2 of 3 it was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there was one false positive result of a staff member. No impact reported. The following information was provided by the initial reporter: "customer reports that they are still having false positive results. Patient - tested 3 staff members".